Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6: the malleable suction, lot number: 230615f, was returned to the manufacturer for analysis. When connected to a known good system, the returned malleable suction displayed a red status and would not track. A check of the em interface showed that coil #3 was not functioning. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument was not recognized. The device was replaced with a new one, resulting in about a 5 minute delay. There was no impact on patient outcome.